Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4) event occurred in the united states. It was reported that patient faced one infusion set cannula bent event on (B)(6) 2026. The blood glucose level was elevated to 350 mg/dl with no health consequences or impact. No further information available.